Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the left ventricular (lv) lead exhibited placement difficulty, unstable thresholds and low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.